Manufacturer narrative:
Cause of overheating and motor stall is a corroded motor/gearbox. The gearbox was removed from motor and motor tested good. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the motor drive unit hand cntrl pwrmx el ran hot and was intermittent. It happened during surgery, but a backup device was available and used. There was no delay or injuries. The motor drive unit hand cntrl pwrmx el was uncomfortable to hold.